Event description:
The patient reports that she has been having a recurring issue with this insulin pump system for a year. Patient states that immediately after changing the pod piece of the pump system, she experiences a large hyperglycemic spike in blood sugar. Patient reported that at approximately 8 am on (B)(6) 2017 while changing the pod set, she experienced a large spike in blood sugar from 100 mg/dl pre pod change to 250 mg/dl post pod change. The patient states that there was a recall previously open on the device for this manufacturer as well. The patient states that she believes that the pump might be having an issue with delivering insulin for the first 2-3 hours upon changing a pod set. The patient reports she has contacted the manufacturer, which advised her to ask doctor for a pre-bolus for the pump.